Event description:
As reported by a field clinical specialist (fcs), approximately 5 years post transcatheter aortic valve replacement (tavr) the patient presented stenosis with mean gradient 56-60 and velocity 5 m/sec. The patient has an infected mouth and needs her teeth pulled. However, there were no current signs of endocarditis. The patient underwent valve and valve procedure and tolerated the procedure well. The patient is expected to be discharged once heart failure (hf) is stabilized. The patient's medical records were reviewed and the echo prior to valve in valve showed aortic prosthetic leaflets appear thickened with restricted motion with moderate aortic valve calcification. The valve in valve was a success, tte reveals "excellent results, normal valve function, and no regurgitation". The was no procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
Correction to section h6. The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. In addition, no relevant imagery was provided for review. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on medical record. There was no indication or allegation that a device malfunction contributed to the event. A review of IFU/training materials also revealed no deficiencies. An existing technical summary written by ew documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately 5 years post tavr, the patient presented stenosis with mean gradient 56-60mmhg and velocity 5m/sec. Further review of patient's medical report indicates that the aortic prosthetic valve leaflets appear thickened with restricted motion and moderate aortic valve calcification''. In addition, the patient had history of hyperlipidemia. Hyperlipidemia is a known factor that may increase the risk of valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis as reported. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Technical summary is applicable to this complaint because reported event is related to s3 valve calcification. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.